Event description:
Information received indicates the casters will not hold when the brake is engaged.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.